Manufacturer narrative:
Please refer to the attached investigation report.

Event description:
Reportedly, on (B)(6) 2022 during the device check of a patient with an ICD lead (isoline 2cr65, s/n (B)(4)), noise signals were recorded at the ventricular channel. Since the r-wave amplitude and ventricular impedance decreased, so it was judged that there was a suspicion of lead damage. The patient was hospitalized on (b)(^) 2022 and underwent re-intervention for leads and ICD replacement on (B)(6) 2022. The affected isoline lead was cut, capped and abandoned in patient body.